Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a surgeon that a pulse generator model 103 was found to be "faulty" since the screw to tighten in the lead pin would not lock in. The surgeon described that the screw kept going "round and round." The generator was returned to the MFR and is currently undergoing analysis.